Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient underwent right tkr on (B)(6) 2016. The patient was revised on (B)(6) 2019 due to laxity. Liner was replaced from a size 12mm to a 17mm.